Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a executive processor chip replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b1,b4,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d5,d10,g2,h6(clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a executive processor chip replacement. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had executive processor chip replacement requirement. A getinge field service engineer (fse) confirmed and stated, executive processor chip replacement was needed to resolve the issue fse had replaced the mentioned part. There was no patient involvement.